Manufacturer narrative:
Visual assessment of the device confirmed no ts or suture remain on the insertion needle. Removal of the depth limiter confirmed that t2 was loaded onto the needle as the tail impression of t2 is clearly evident on the retaining tube. Functional assessment was performed for proper actuator advancement and cycling, device functioned as intended. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t2 implant of the fast-fix 360 did not deploy because it was missing. The t1 implant was reportedly left in place and the procedure was completed with a back-up device. The reported procedural delay was no more than 10 minutes, and the patient is doing ok following the procedure.